Manufacturer narrative:
Correction: please note, conclusion code, method code, and result code no longer apply to this report. The returned lead (lot # 0213482509) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #0 conductor was broken at the proximal end of the lead as the result of factors beyond intended reliability. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a potential damaged lead. The tined lead was being removed due to migration of the lead which lead to the sacral nerve stimulation not working. While it was being removed, it was noticed by the physician that the lead was quite flexible close to the end that fits into the ins battery. During the removal, the lead was cut and the casing came away, which showed that the internal wiring appeared stretched near the end of the lead. The hcp said it didn't happen during the removal. On review of the notes from the last impedance check, the lead was good. The removal was due to the lead migration which was seen on x-ray on (B)(6) 2019. It was noted that there was a battery change on (B)(6) 2018, and that the impedance check on (B)(6) 2019 was clear. The lead was removed, and a replacement was put in. The issue was resolved. The patient was alive with no injury. Fecal incontinence was noted as patient medical history.